Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 380 mg/dl on active system 1, 175 mg/dl on active system 2 within 10 minutes. Patient used the same vial of test strips for both tests performed. No adverse event was reported. A request was made for the return of the meter and strips.